Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink duo-vent spike would not prime on an unspecified number of occasions. The device does not prime with any glass container (containing ¿nitro or tylenol¿ for example). To resolve the issue, the nurse would spike with a free needle because the vent does not produce venting. The event occurred prior to use; therefore, there was no patient involvement. No additional information is available.